Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bds notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional needles. Device failure: needle hub color incorrect.

Event description:
No additional information.

Manufacturer narrative:
Eight samples and photos received for investigation. Through visual inspection, five needle hub have a different color tone compared to the other three. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Although there being a difference in shades, they are ruled compliant since the color meets the required standard. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. A review will be carried out on the hub molding process, including color mixing, to confirm its correct functioning.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 22ga 1-1/4in lax hub color was incorrect. The following information was provided by the initial reporter translated from spanish to english: I am sending you the following incident in-24-009 where our quality area detected needles with a different color canopy, for which we request your support in sending your investigation and CAPA plan. The data of the material is included in the attached document. Description in the form - during sampling of the me probe 300081 (bd) with batch 0000024922 it is detected that there is a variation in the color of the needle pinna. Additional information received: - could you tell us the date of the event? 19 apr 24 was when the sampling was performed, and the probe was detected with different color. - is the sample related to this incident available for analysis? If yes, please indicate the quantity. Yes, they are 3 samples with darker color (incorrect) and 5 samples with light color (correct). - for sample collection, please inform: sample will send by customer. - contaminated sample, if yes, please inform of the substance: n/a.